Event description:
Customer reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. Troubleshooting was completed with tandem technical support and the blockage was found to be in the cartridge. The customer was advised to change supplies and declined further assistance, opting to load a new cartridge and resume insulin independently after the call.